Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the error code 120.4610 detected in logs. Determined to be caused by a bad third party battery, battery pack replaced. Replaced corroded left/right iui. A review of the device history record showed the device had a manufacture date of 11/19/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy batt pack nimh 8000/8015. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues.

Event description:
It was reported that the device received an alarm - error code message. The system error on start up will not clear. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The system error on start up will not clear. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in was performed for the sn (B)(6) which confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 11/19/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. The system error on start up will not clear. There was no patient involvement.